Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information obtained regarding the user's reprocessing steps. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). The following information was provided regarding the user's reprocessing: there were no abnormalities in the accessories used for reprocessing. There was no delay to the start of precleaning or manual cleaning. The user fed air/water during precleaning then detergent during manual cleaning. The user brushed/wiped the distal end. It was also noted no other products were involved and it is unknown if the scope was used with foreign material attached. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to the findings already reported in b5, the plastic distal end cover had a dent, the bending section cover was scratched and the connecting tube was dent. Although angulation was found to be within specification, it was recommended that it undergo repair. Due to the clogged nozzle, the device was out of specification for air supply volume, water removal and air/water function. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during reprocessing of the evis exera iii gastrointestinal videoscope, it was observed that the spray pipe pressure is too high and that there is something blue in the spray pipe. During the inspection and testing of the returned device, a clogged nozzle was found and was attributed to be insufficient cleaning. There was no reported patient harm or impact associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation